Manufacturer narrative:
The customer was unsure if this cartridge (lot# m014216) was used when the alarm occurred. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was impacted; however, the customer did not know the exact value. Customer took a correction bolus via the pump and manual injections. The customer was able to load a new cartridge successfully.